Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Subject: (B)(6): patient was on a trip and attempted to lift some luggage overhead and dislocated their shoulder in the process.